Event description:
An argon beam handpiece was employed during a video assisted thoracoscopy. The beam arced through a crack in the insulation and burned the pts (l) chest. Burn is 0.5cm diameter at upper incision. Handpiece was replaced so case could continue.